Event description:
It was reported that approximately 2 years post 4.0 x 18 mm xience implantation in a restenosed saphenous vein graft to mid right coronary artery (svg-mrca), the patient experienced chest pain and dyspnea that was non-responsive to sublingual nitroglycerin and aspirin. Electrocardiogram (EKG) was positive for a non-st elevation myocardial infarction (mi). Enzymes were elevated. Cardiac catheterization on (B)(6) 2011, revealed high grade stenosis in a portion of the stented area of the svg-rca. Treatment included placement of a stent. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent implanted in restenosed saphenous vein graft. The reported patient effects of angina, dyspnea, mi and restenosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU, the xience v eecss (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25mm to 4.25mm. Additionally, the safety and effectiveness of the xience v stent have not been established for subject populations in lesions located in saphenous vein grafts. In this case, the implantation of the xience v stent to treat in-stent restenosis in the svg does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.